Event description:
The MFR's rep reported that the m3508a pad connector cable had an open circuit and a complete failure after discharge. This was found during testing of the cable prior to use in a customer site training event.